Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the patient-device interaction problem was not determined due to insufficient clinical details. The cause of the delivery/removal issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6. Medical device problem code a150206 difficult to insert was removed and replaced with a150207 difficult to remove. A01 patient device interaction problem was added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via direct surgical access in a 79-year-old male for post-cardiotomy cardiogenic shock with low cardiac output syndrome, presenting in society for cardiovascular angiography and interventions stage e shock. Limited information was available. The patient was taken to the operating room for device explant, during which it was reported that the graft separated from the aorta, resulting in significant bleeding. The patient required re-opening of the chest, initiation of extracorporeal membrane oxygenation, and administration of blood products, per the field representative. After bleeding was controlled, the patient was successfully separated from extracorporeal membrane oxygenation. At the time of reporting, the patient survived to explant.